Manufacturer narrative:
(B)(6).

Event description:
(B)(6) registry. It was reported that acute non-st segment myocardial infarction occurred. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending artery (lad) with 100% stenosis and was 34mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.00mmx38mm synergy stent system. Following post-dilatation, residual stenosis was 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject presented with symptoms of myocardial infarction (mi) and was hospitalized for the further evaluation and treatment. On the same day, 12 lead electrocardiogram (ECG) was performed and the location of mi was not identifiable. The subject was referred for coronary angiography which revealed 90% proximal stenosis in lad. Furthermore, 80% stenosis noted in proximal lad which had previously placed study device was treated with percutaneous coronary intervention-target vessel revascularization (pci-tvr). Post intervention, residual stenosis was 0%. Per electronic data collection (edc), the mi diagnosis was based on biomarker elevation, angiography results and an event of acute non-st segment mi and non-tvr was also performed during mi diagnosis. On the following day, the subject was noted with cardiac enzyme elevation, which was consistent with protocol definition of mi. Five days later, the event outcome was considered to be recovered/resolved and the subject was discharged on the same day.

Event description:
Synergy china registry. It was reported that acute non-st segment myocardial infarction occurred. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending artery (lad) with 100% stenosis and was 34mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.00mmx38mm synergy stent system. Following post-dilatation, residual stenosis was 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In january 2021, the subject presented with symptoms of myocardial infarction (mi) and was hospitalized for the further evaluation and treatment. On the same day, 12 lead electrocardiogram (ECG) was performed and the location of mi was not identifiable. The subject was referred for coronary angiography which revealed 90% proximal stenosis in lad. Furthermore, 80% stenosis noted in proximal lad which had previously placed study device was treated with percutaneous coronary intervention-target vessel revascularization (pci-tvr). Post intervention, residual stenosis was 0%. Per electronic data collection (edc), the mi diagnosis was based on biomarker elevation, angiography results and an event of acute non-st segment mi and non-tvr was also performed during mi diagnosis. On the following day, the subject was noted with cardiac enzyme elevation, which was consistent with protocol definition of mi. Five days later, the event outcome was considered to be recovered/resolved and the subject was discharged on the same day. It was further reported that in january 2021 it is unknown if it was a q-wave mi and the proximal lad stenosis was 90% instead of 80% as previously reported. Furthermore, it was noted that the rationale of intervention was elevated cardiac enzymes, new ECG changes and angiographic finding without symptoms or objective signs of ischemia.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6). E1- initial reporter address 1: (B)(6).